Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and contacted support to address an incorrect body weight setting; the agent guided the user to update the weight from 140 lb to 165 lb within the therapy settings, and provided education on how the algorithm adapts dosing based on the new weight and recent glucose and meal data. Symptoms included elevated blood glucose. Outcomes included self-monitoring and continued device use without medical intervention. Investigation included technical support review, device use assessment, and user education. Investigation of this case revealed normal device function and user settings requiring correction. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction identified and that education on proper settings resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.